Event description:
It was reported that on (B)(6) 2026, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+ on a patient with restricted posterior leaflet. Two mitraclip xtw clips were inserted and deployed on the mitral valve, reducing mr to a grade of 1. On (B)(6) 2026, a follow-up echocardiogram was performed and revealed that the second clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda), causing mr to increase to 2-3.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.